Event description:
A male patient was enrolled in the study, and the index procedure was completed with success. The following day, after the procedure, the nursing staff noticed that the patient had some mild weakness. A cat scan revealed that the patient suffered a mild stroke. The patient did not receive any treatment. The symptoms resolved within the next couple of days. It was felt that this was a hyperperfusion syndrome; however, the symptoms resolved on there own; therefore, no further testing was completed to verify this diagnoses. The patient has not had any recurrent symptoms. The patient has been since discharge home and is doing well. This event was evaluated and determined unrelated to cordis product(s) but, however, related to index procedure. The target lesion treated during the index procedure was ostium of internal carotid artery with occlusion in contralateral carotid. Reference vessel diameter was 6.8. Target lesion diameter stenosis was 80.0 with lesion length 5.2. Total length of stented segment was 30.0. Qualitative lesion calcification was unk and vessel tortuosity by visual inspection was not documented. A precise stent was implanted for treatment of target lesion with success, and an angioguard distal protection device was used, deployed and retrieved successfully with no technical problems.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt.